Event description:
The customer reported that the small detector has been dropped and is no longer operational. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer investigated on site. He checked the affected detector. Detector model "skyplate" passes diagnostic tests and successfully calibrated. System meets manufacturers specification and returned to use. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer (fse) investigated on site. He checked the affected detector. The detector has passed the diagnostic tests and has been successfully calibrated. System meets manufacturers specification and returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.